Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2019 for hyperglycemia and the insulin pump may have under deliver insulin. It was reported that the customer had high blood glucose levels of 21 mmol/l at the time of incident. It was reported that the customer had current blood glucose levels of 10.1 mmol/l. It was reported that the customer had positive results in ketones and experienced symptoms related to the high blood glucose which included vomiting and abdominal pain. It was reported that the customer could not bring down the high blood glucose levels. It was reported that the customer alleged that the insulin pump was under delivering the insulin because the customer was experiencing high blood glucose levels over the last two months. Troubleshooting was not completed during the call. Product is expected to return for analysis.